Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not returned for evaluation.

Event description:
It was reported "the 3cg stylet broke off the PICC. Rn stated he had trouble advancing the PICC and decided to retract it, he then discovered the 3cg stylet had broken off." No other information was provided.